Event description:
The plaintiff's attorney alleged that the decedent experienced sudden cardiac death, which was allegedly caused by exposure to the product administered for dialysis treatment.

Manufacturer narrative:
This is one event for the same patient involving two separate products.